Event description:
Based on review of the medial records provided by the patient's attorney: on (B)(6) 2002 - the patient underwent repair of a paraumbilical hernia with a perfix plug. On (B)(6) 2005 - the patient underwent excision of the perfix plug, open repair of recurrent incarcerated hernia with composix kugel mesh, previous mesh noted to be "balled up". On (B)(6) 2005 - office visit, patient presented with complaints of abdominal pain, no gi symptoms, small amount of tender erythema, no recurrence, no fluid collection. Patient placed on antibiotics for questionable cellulitis. On (B)(6) 2005 - the patient underwent excision of the composix kugel mesh, noted to be folded, exploratory laparotomy, lysis of adhesions , repair of recurrent ventral hernia with composix e/x mesh. On (B)(6) 2005 - office visit, the patient was doing well, developed a little bit of drainage from the wound, staples removed. On (B)(6) 2005 - office visit, patient is doing well, no complaints, incision well healed. On (B)(6) 2006 - the patient underwent laparoscopic cholecystectomy and laparoscopic repair of ventral hernia with a composix kugel mesh. On (B)(6) 2006 - the patient underwent exploratory laparotomy, excision of composix e/x and composix kugel, lysis of adhesions, debridement of inflammation, creation of ileostomy wound and closure of the wound with a non-bard mesh. On (B)(6) 2006 - the patient underwent split thickness graft on the abdomen taken from right thigh.

Manufacturer narrative:
Initially the attorney reported that a single event of the implant of a composix kugel mesh occurred, however, medical records were received an a review of these records identified three other events. Currently it is unknown whether the device may have caused or contributed to the alleged event. It is unclear whether the patient's surgical and/or medical history may have contributed to the alleged event. The patient reportedly developed adhesions, a recurrence and inflammation which are all listed as a possible adverse reactions in the product's instructions for use. The medical records note extensive contamination in the abdomen. While there is no indication that the mesh is the source of contamination, the product's IFU states, "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A review of the manufacturing records and sterilization records was performed and there was no evidence of a anufacturing related cause for the reported event. Additionally, no sample was returned for evaluation. Based on the information provided no conclusions could be drawn. Information related to the recalled composix kugel mesh implanted on (B)(6) 2005 was reported in accordance with rae (B)(4). See MDR 1213643-2011-0000729 for information related to the perfix plug mesh implanted on (B)(6) 2002. See MDR 1213643-2011-00738 for information related to the composix kugel mesh implanted on (B)(6) 2006.